Manufacturer narrative:
Exemption number: e2015015. (B)(4). The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost integration. Clinician noted the patient's purulence/granuloma tissue. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost integration. Clinician noted the patient's purulence/granuloma tissue. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.